Event description:
It was reported patient had low impedances and experienced shocking sensations on patient's lips and mouth post implant. Surgical intervention was undertaken wherein the ipg and both extensions were explanted and replaced. Therapy was restored and uncomfortable sensation was resolved post-op.

Manufacturer narrative:
The reported observation of uncomfortable stimulation and low impedances on some contacts was not confirmed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. The ate specifically test the ipg for impedance values and current leakage across all electrodes.

Event description:
It was reported patient had low impedances and experienced shocking sensations on patient's lips and mouth post implant. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.